Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of disposable cassette sample. The assignable cause of the reported issue se 2240 was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell cycle. The home patient (hp) was requesting a swap. The technical service representative (tsr) tried to explain the meaning of the error, but the hp stated she would not use the hc unless it was swapped. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.